Event description:
Per (B)(6) facility advisor (B)(6) called in and stated that she has a patient of hers who has a rollator and the brakes are no longer functioning. Per cs dealer ended the call before additional information could be obtained.